Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was intended to be implanted during the endovascular treatment of an aortic ulcer. It was reported that during the index procedure enew2828c80ee was placed distally in advance however the trigger could not be pulled whenattempting to deploy the stent. The physician decided to suspend implantation of the stent graft and replaced it with a new enew2828c80ee which was deployed sucessfully. The proximal graft was then implanted and the procedure was completed successfully. Per the physician the cause of the trigger now working is undetermined. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
Product analysis conclusions :two (2) still images and a fifteen (15) second video clip were received from the account. The images capture an endurant limb graft device inserted into the patient with the external slider in the home position. Two (2) endurant limb graft devices and a valiant captivia device are shown in the second image. Again, the endurant external sliders are in the home position. The video clip shows the user retracting the release trigger however the external slider is not retracted. The user then rotates the grey front grip in a clockwise direction and continues to retract the trigger without retracting the external slider. The reported deployment/expansion issue was confirmed through analysis. The reported deployment difficulty could not be assessed from the limited films provided, therefore, the cause of the event could not be determined. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy. Procedural angiogram videos showing the deployment attempt were not available for a thorough assessment of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.